Event description:
Ambulatory pump (cadd tpn) stopped during tpn infusion and display read "high pressure". Changed tubing twice and repeatedly observed the high pressure alarm. The same tpn could be infused without any interruption when infused without lipids. (The filter used was 1.2microns.)